Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the blade was received for evaluation with one end tooth detached from the blade. A visual examination of the blade found it to be worn down. A material hardness test was performed on the blade and found to meet specification. A review of product history for the past 2 years found no other reported problems for this failure mode. This type of failure can occur if the blade comes in contact with an object/instrument harder than the blade itself.

Event description:
It was reported that a tooth from this blade broke off during use in a bilateral total knee procedure. The customer reported that this was not noted until the end of the procedure and the broken tooth not found. To date, there is no report of injury associated with this event. The pt is reported to be recovering and no further surgical intervention is indicated.